Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and the customer experienced difficulty charging the pump with the usb cable as the cable was broken. Additionally, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.